Event description:
The customer claims that the power goes on and off. As per the purchasing agent, there was pt contact but no injury. In 08-2003 a copy of the mandatory report was received from the user facility. The user facility reported the dermatome cut deeper than expected.